Manufacturer narrative:
H3, h6: the device that was used in treatment was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed the pressure test, there was low pressure alarm and the pump ran noisy, establishing a relationship between the reported event and device. Root cause is determined to be a pinched tube set. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, the reported file is held by the quality release team. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged no further action is required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump that was being used to treat a foot wound suddenly stopped working and was replaced with a regular dressing. Troubleshooting steps were performed but the issue was not solved. No further information is available.